Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during right colon resection, the stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. To complete the procedure the device was replaced.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle.